Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 55 mg/dl. The customer stated that the device was not exposed to high magnetic field. Customer does received e70 alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed for a motor error due to a loose and flush drive support disk. The motor was tested outside of the device and passed. The alarm history was overwritten with alarms due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.